Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: MFR reference report: 1627487-2019-04307. It was reported that the patient does not have effective therapy from the system. As a result, surgical intervention may take place.

Event description:
Manufacturer reference report: 1627487-2019-04307.

Event description:
Device 2 of 2: MFR. Reference report: 1627487-2019-04307. This device was inadvertently reported on in a previous report. Surgery occurred on (B)(6) 2019 and only the ipg was explanted. No procedure was done with the lead.